Event description:
It is reported that the glenoid drill guide was discovered to be broken during pre-operative inspection.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The guide was returned for evaluation. Hardness and dimension taken are within specification. An evaluation of the device reveals that the guide broke at the weld. The device history records for product were revealed and identify no deviations or anomalies. This instrument had a potential field age of approximately 16 years this device is used for treatment. Normal wear and tear likely caused the event.